Event description:
A technician reports as the surgeon was about to align the pt's eye with the crossbeams, it was noticed that the crossbeams were not present. Pt's flap had not been cut at this time. The technician had to reboot the system, resulting in a 5-6 min delay. Once the laser was rebooted, the crossbeams came on and the procedure was completed without any further delay. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).